Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7085061/7085342.

Event description:
It was reported that the patient had an infection. The patient underwent an explant procedure wherein all device components were removed. The patient was doing well post-operatively and explanted devices were discarded.